Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps elevator had a burn, the adhesive around the objective lens and light guide lens was peeled and there was a gap at the bonding point between the hold ring and the tip cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the forceps burn: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A root cause for the peeled adhesives and gap at the bonding point could not be identified. Based on the results of the investigation, the most likely cause was also not established. The forceps burn can be detected/prevented by following the instructions for use which state: evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator, a peeling of the adhesive around the objective lens and light guide and a gap at the bonding point between the hold ring and the tip cover. There was no patient involvement.